Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was returned for evaluation. In the evaluation the identity has been confirmed. A visual inspection revealed minor scratches along the length of the instruments and, on each elevator, a fractured tip; therefore the complaint is confirmed. The most likely underlying cause of the complaint was determined to be excessive force experienced at the tip. The non-conformance database was reviewed and no non-conformances were found. There are no indications of manufacturing defects. The reason for this late report is human error. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00569.

Event description:
It was reported the tip of the elevators broke off during use. It was reported that a delay in surgery did not result from this event. It is reported that all parts were retrieved from the patient.

Manufacturer narrative:
Supplemental report two of two, reference 000001032347-2016-00569-1.